Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the customer had to press the buttons more than once. Blood glucose level of the customer was unknown. The customer also stated that the insulin pump had no delivery alarms. The insulin pump will not be returned for the analysis.